Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:00 pm after the user alleged that he received higher than normal blood glucose readings from his prodigy diabetes meter. The end user stated that he felt tightness in his chest accompanied with a blood glucose reading of "hi". The end user was immediately taken to the ER for further evaluation. Upon arrival to the ER a blood glucose test was performed with the hospitals meter and the reading was 108 mg/dl. No treatments or test were performed and after 6 hours in the ER the end user was discharged. No additional details were provided in regards to this medical event.